Event description:
Boston scientific received information in (B)(4) 2014 that this product was part of a system revision due to infection. The product was explanted in (B)(4) 2014. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.